Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that at some time post-op the setscrew backed out of the bone screw. The patient underwent a revision surgery to remove and replace the hardware. No additional patient complications.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.